Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: failure to separate the plasma, the sample results to be coagulated like a normal serum sample and not plasma.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Replicates of both 5 retains and 5 control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier (fibrin strands, fibrin mass included) because the defect was not evident in the testing of the complaint lot samples.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: failure to separate the plasma, the sample results to be coagulated like a normal serum sample and not plasma.